Event description:
The versajet ii console was brand new and had never been used before. On first time use, it did not work. It was unable to connect the handpiece to the console. No patient involvement and thus no medical or surgical intervention was required. The console will be returned for evaluation.